Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) would not open. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Failure analysis investigations replicated and confirmed the customer-reported complaint. The instrument was found to have a dislodged backend pulley at the proximal end housing. This causes rattling in the housing. The pulley is detached from its original position and loosely placed inside the housing. As a result, the jaw and wrist cables became loose. The jaws do not open and close properly upon testing. Additional observation related to the customer-reported complaint: the instrument was found to have loose snake wrist and jaw cables in the proximal end. The cables are loosely placed around the clamping pulleys. This caused the jaws not to open and close properly, and the wrist not to move correctly. This is caused by the dislodged backend pulley. The complaint was confirmed based on failure analysis.

Manufacturer narrative:
The probable root cause of the reported issue was identified. The cable on the grip drive can come loose if the cable was not properly seated in the grip input thread, therefore losing grip tension resulting in the backend pulley becoming dislodged.

Event description:
Refer to h11 for follow-up information.